Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a "soapy" fluid leak behind the synchron lx20 clinical chemistry system. Customer reported that the fluid that leaked appeared to be the wash concentrate ii, because the bottle was about 25% full in the morning, but it was empty in the afternoon. Customer reported that about 100 ml of fluid has leaked. Customer reported that patient samples were not run, no erroneous result were generated, amended, or reported outside of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the leaking two-way valve for wash concentrate in hydropneumatic system and resolved the leaking issue.

Manufacturer narrative:
(B)(4).